Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 640 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated the high blood glucose was attributed to the insulin pump being exposed to water after dropping the device in the toilet. The customer found three no delivery alarms in the alarm history but did not have tubing clamps to troubleshoot the issue. A tubing clamp was sent out to the customer and was advised to call back to finish trouble shooting the insulin pump once they had received the tubing clamp.